Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. The reported femoral head fracture can be confirmed as the component was received in five large pieces and multiple smaller pieces. A point of crack initiation was found at the tip of the taper engagement on the side with less metal transfer. It was reported that the patient fell and that consequently the head burst. Details regarding the patient¿s height and weight have not been provided however a fall would likely have placed the components under unusually high stresses. Therefore it is likely that patient factors contributed to the failure of the components. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, the reported device is similar to a device manufactured at zimmer biomet (B)(4) under 510k number k082996.

Event description:
Patient underwent a hip revision procedure approximately six months post-implantation due to pain and fracture of the femoral head after a fall.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4).